Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient connector of a transfer set detached from the ttitanium adapter. This occurred during use for peritoneal dialysis therapy. As a result, the patient¿s transfer set was replaced. It was reported that the titanium adapter was not replaced and was still in use as there was no damage to the titanium adapter. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.